Event description:
A malfunction alarm identified as alarm 20 was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support in loading a new cartridge correctly and successfully resumed insulin therapy.